Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom on (B)(6) 2024, it was reported by the patient that infusion set needle is stick and it is harder to remove. No further information was available.

Manufacturer narrative:
(B)(6).